Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose level of 500 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.